Event description:
It was reported by the area sales representative that patient underwent primary hip procedure on an unknown date. Revision surgery was performed on an unknown date due to unknown reasons. No further information has been received. No further complications have been reported.

Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2011, for an unknown reason.

Manufacturer narrative:
This follow-up report is being sent to relay newly received product information.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(6), 2012.